Manufacturer narrative:
Serial number: the device serial number was not provided by the reporter in the initial report. Therefore, the seral number was unknown. Upon receipt of the device the serial number was identified as (B)(4). The actual device was returned for evaluation. (B)(4) evaluated the device and determined that some of the parts were missing from the device. It was further observed that there were two items instead of four items. It was further determined that the loctite applied on the screws appeared to be overaged. Therefore, the reported condition was confirmed. It was determined that the device was repaired by a third party ¿unauthorized repair¿. The assignable root cause was determined to be due to improper repair which is user error, misuse, and / or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humeral diaphysis fracture, it was observed that the attachment device came apart and fell off at non-sterile area. According to the report, the event occured while the surgeon was reaming prior to insertion of multiloc humeral nails long. Eventually, the surgeon decided to proceed to insert the nail without reaming. There was a ten minute delay in the surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.